Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the high flow insufflation unit displayed a black screen. The issue occurred, during preparation for use, the patient was not under anesthesia. And no delays were reported. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed the failure of the device. Olympus presumed cause was due to failure of the cr board. The root cause could not be determined. Olympus will continue to monitor field performance for this device.